Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4). Report resubmitted per FDA request.

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens -10.5/+1.5/075 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Additional data: device evaluation - the lens was returned in liquid in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens to have foreign material on lens surface (blood). Conclusion: the anterior endothelium chamber depth (acd) is below 3.0mm and per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. Corrected data: (B)(4). Claim # (B)(4).